Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had air in line the following information was received by the initial reporter with the following: it was reported by customer that noticed that the device was not alarming, and air was noted in the IV tubing below the pump module.

Manufacturer narrative:
The customer reported there was air in line below the pump, and returned a photo of the issue. The issue is reported on material 2420-0007, alaris primary tubing, and no lot number was reported. The photo does show a tubing from a propofol bottle. The photo unfortunately cannot confirm the leakage, without a physical sample for investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.